Event description:
It was reported that the device had migrated and turned in the pocket. It was also noted that pocket stimulation was noted. The right ventricular lead was noted to have high capture thresholds. The device was explanted and replaced. The lead was capped and replaced with a transvenous lead.

Manufacturer narrative:
(B)(4).